Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be submitted.

Event description:
Catheter presenting resistance, performed catheter maintenance, confirmed resistance with leaking in dressing, removed dressing for observation of the catheter, being evidenced that the catheter was ruptured in the cannon.